Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 after a fall at home and was found to have a right intraventricular hemorrhage. The patient was reportedly stable with inpatient rehab planned for mobility improvement, which the patient refused.

Manufacturer narrative:
B2 - outcomes corrected. H4 - device manufacture date - corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient reported to accidentally roll out of bed while asleep and woke up on the floor. Computed tomography (CT) of the head was performed to confirm the bleed. Coumadin was held and blood pressure control measures were taken to treat the bleeding. Follow up CT scans were stable without worsening progression of the bleed.